Event description:
The trial head was dislocated and could not be found even in the x-ray during surgery. The surgeon decided to complete the surgery though the head could not be removed from the patient¿s body because of surgical delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned trials and instruments cannot confirm the reported event. Additional information was requested regarding what the issue with the returned devices was, but not provided. The etched lot codes indicate the products were manufactured between may 2005 and march 2009. The items are in heavily used, worn out condition. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.